Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient had an avaulta mesh suspension procedure performed concurrently with the advantage sling for urinary incontinence in 2008. Over a period of years, on several post-operative visits, (dates not provided), the patient complained of continued incontinence along with pelvic pain and dyspareunia. A small, 3-4 mm erosion at the apex of the vagina at the incision site for the avaulta was noted at one of the most recent visits. The physician opined these symptoms were related to the avaulta mesh and not the bsc device. On (B)(6) 2013, the avaulta mesh was surgically removed and the advantage plus device was implanted. Post-operatively, the patient reported all symptoms improved. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.